Event description:
Caller reported blood glucose results of 287 mg/dl and 120 mg/dl within 10 minutes on the advantage system. Reported a second, separate comparison of blood glucose results of 167 mg/dl, 287 mg/dl, and 113 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.